Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patients husband called and stated that his wife had a right hip replacement on (B)(6) 2010. Patients husband stated that she started experiencing pain and overtime lost ability to walk without a walker. Patients husband stated that his wife was revised on (B)(6) 2018. Update (B)(6) 2018: sales rep reported patient's hip was revised due to the rejuvenate recall. Intra-operatively, the shell was found to be loose. Rep reported that no further information is available to him due to surgeon policy.

Event description:
Patients husband called and stated that his wife had a right hip replacement on november 02, 2010. Patients husband stated that she started experiencing pain and overtime lost ability to walk without a walker. Patients husband stated that his wife was revised on (B)(6) 2018. Update 05/03/2018: sales rep reported patient's hip was revised due to the rejuvenate recall. Intra-operatively, the shell was found to be loose. Rep reported that no further information is available to him due to surgeon policy.

Manufacturer narrative:
Additional info tab d- device information. An event regarding revision due to pain and loosening involving a trident shell was reported. The event was confirmed through med review. Method & results: -device evaluation and results: a material, visual, functional and dimensional inspection could not be performed as the device was not returned. Clinician review: the provided medical information was submitted to a consulting clinician who indicated that "review of these records confirms revision surgery of a primary tha using the rejuvenate stem occurred. Intra-operatively metallosis was identified in the joint fluid and surrounding tissues. The acetabular component was found to be ¿grossly loose¿ which could account for the patients increasing pain and difficulty with ambulation. The root cause of the metallosis and loss of acetabular fixation cannot be determined as insufficient information was available similarly, the root cause one documented event of hip dislocation cannot be determined as insufficient information was available. Radiographs reviewed pre- and post dislocation show the implants to be in satisfactory position. They appear well fixed and without evidence of mechanical complication. Documentation which would aid in the further completion of this assessment would include: ¿ implant retrieval with material analysis." -device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. -complaint history review: the complaint databases show there have been no other events for the reported lot. Conclusions: it was reported that patient was revised due to pain and shell loosening. The provided medical information was submitted to a consulting clinician who concluded that the acetabular component was found to be ¿grossly loose¿ which could account for the patients increasing pain and difficulty with ambulation. The root cause of the acetabular fixation can not be determined as insufficient information was available further information such as return of device and implant retrieval with material analysis are needed to investigate this event further. If devices and/or additional information become available, this investigation will be reopened.